Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose level was 400 mg/dl. The customer was feeling unwell. The customer tested positive for ketones. The customer was treated with IV insulin drip. The auto mode feature was not active at the time of event. The customer will continue to use the pump.